Event description:
It was reported that this decreased sensing and elevated capture threshold measurements were observed from this right ventricular (rv) lead. X-ray imaging and exercise testing were performed to assess the rv lead integrity, but the results were not provided. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.